Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device determined by transesophageal echocardiogram (tee) measurement and fluoroscopy contrast shot measurement and the left atrial pressure was 13mmhg. The left atrial appendage (laa) was not hypercontractile and before release it was confirmed that the device met the amulet close criteria. The device had a roman helmet shape when implanted and two tension tests were performed to check stability of the device. Due to large shoulder, the device was implanted slightly deeper than where they originally wanted to land the device. After the release the disc fell just inside under the coumadin ridge. Two hours after the procedure, echocardiogram (echo) showed the device had embolized out of the laa and moved in the mitral valve in the left ventricle (lv). The device remained pinned to the posterior leaflet of the mitral valve (mv) while the anterior leaflet remained free. The lobe of the device was against the posterior mitral valve leaflet with the stabilizing wires were facing away from the chordae tendineae. The patient was starting to then have premature ventricular contractions (pvcs) and began coughing. The echo color doppler also revealed mild to moderate mitral regurgitation. After looking at the echo images the physician determined it was best for the patient to be taken to surgery for device extraction. The physician was unsure if the device was attached to the chordae tendineae and did not want to rupture them or damage the mv. The surgery went well with no mitral valve repair or damage to the chordae tendineae. A non-abbott clip was placed to close off the laa. The patient remained stable before, during and after the device extraction. The patient remained stable before, during and the after the device extraction. The physician mentioned the cause of embolization was the stabilizing wires were not secure even after two tension tests were done before the release.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The provided procedural imaging was reviewed by an abbott clinical engineer. Based on the information received, the reported device embolization appears to be related to procedural conditions (the stabilizing wires were not secure even after two tension tests were done before the release). The reported patient effects arrhythmia and mitral valve insufficiency could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.